Manufacturer narrative:
Approximate age of device - 3 years and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during the patient's monthly clinic visit, severe swelling was observed on the percutaneous lead (driveline) and pump pocket. The patient was found to have high c-reactive protein (crp) and beta-d glucan. The surgeon made the decision to explant the pump on (B)(6) 2018. The patient was on inotropic support. No additional information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: no device-related issues were identified through the analysis of heartmate ii lvas and a direct correlation to the patient's infection could not conclusively be established through this evaluation. The pump was returned assembled with the driveline (dl) cut approximately 7¿ from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was severed at the flex section. The distal portion of the flex section and inlet elbow were attached to the pump¿s inlet port. The outflow graft was severed approximately 0.75¿ from its hardware and returned attached to the outflow elbow, which was attached to the pump¿s outlet port. The outflow graft bend relief was not returned. Evaluation of the sealed inflow conduit, the sealed outflow graft, and the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of heartmate ii left ventricular assist system also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.